Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had failed. A field service engineer (fse) replaced the tower door latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door failed, and the user attempted recovery, which was unsuccessful and a reboot also did not resolve the issue. During the recovery attempt, the device emitted an unusual beeping sound that had not been previously encountered by the user. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.